Manufacturer narrative:
The device was in use for treatment. It is understood that this event occurred during preparation of the device before patient use. The device was received for evaluation and evaluated by the engineer who identified that the cap of the device lacked adhesive. The lack of adhesive contributed to the valve and cap popping off the guiding sheath and most likely occurred when the dilator was being removed from the sheath, pulling the hemostatic valve and cap. A review of the device history records identified no recorded manufacturing rejects or anomalies related to this event. In addition, there are no additional complaints of the same nature, as the reported event, from the same batch listed in this work order. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that during preparation of the sheath, the valve broke.